Event description:
The patient reported that their right atrial (ra) lead was not getting power and that it would have been turned off anyway because the implantable cardioverter defibrillator (ICD) was working fine without it. Follow up was conducted with the physician. The right atrial (ra) lead was noted to not be working during the patient¿s most recent office visit. The lead was programmed off since the patient¿s frail condition did not make them a good candidate for lead revision. The ra lead remains implanted but programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947m55 lead, implanted: (B)(6) 2013. A 419678 lead, implanted: (B)(6) 2013. (B)(4).